Manufacturer narrative:
(B)(4) the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The patient was not hospitalized for the event. On the same day as diagnosis, the patient was treated for the peritonitis with amikacin and "forzed" doses, frequencies and routes not reported). At the time of this report, treatment with amikacin and "forzed" was ongoing. The outcome of the peritonitis event was unknown. At the time of this report, dianeal therapy was ongoing. No additional information is available.